Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. There was high impedance, noise and ventricular high rate episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.